Manufacturer narrative:
(B)(4). (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not release from the catheter. The procedure was completed with a second resolution 360 clip device. There were no patient complications reported as a result of this event. At the conclusion of the procedure there was reported to be no harm to the patient.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device noted that the clip was fully deployed and not returned with the device. A kink was noted on the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not release from the catheter. The procedure was completed with a second resolution 360 clip device. There were no patient complications reported as a result of this event. At the conclusion of the procedure there was reported to be no harm to the patient.